Event description:
It was reported that during evaluation of a returned homechoice machine, a company representative identified one increased intra-peritoneal volume (iipv) event which occurred in the therapy initiated on (B)(6) 2012 21:33:42. During night drain cycle four, the patient's ultrafiltration reading was 1981ml, indicating the home patient (hp) drained 1531ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. If additional relevant information is received, a follow-up will be sent.